Manufacturer narrative:
Submitted: 09/17/2015. The pump was returned to the manufacturer and investigated by product analysis on 08/21/2015 with the following findings: on examination, the battery compartment crack observed on the side, extending from the threads towards the case seal. Moisture corrosion was observed inside the battery compartment and on the underside of the battery cap. A pump case crack was observed near the upper right corner of the display lens. A leak test was performed and leaks were found at the pump case crack and battery compartment crack. The returned battery cap contact height measurements were found to be out of the required specifications; contact width measurement within required specifications. During testing, the pump was completely unresponsive and would not power on. A test battery cap was attached to the pump, but the pump remained without power. Product analysis was unable to complete test steps due to the unresponsive pump. The pump case was removed and no intermittent conditions or moisture was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).